Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon reviewing stored egms, post paced t-wave oversensing was noted. The patient would continue to be monitored.